Manufacturer narrative:
As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that during normal device changeout, this associated transvenous left ventricular (lv) lead exhibited loss of capture. Lv thresholds were noted as high 6.5@1.2 and chronic. The physician determined to program rv only pacing and to program the lv outputs to the minimum value. The physician may implant an epicardial lv lead down the road. The patient was noted as pacer dependent and since there was no capture lv tip to ring, they could not overdrive the heart while changing out the rv lead.